Event description:
It was reported that the patient experienced a syncopal episode, and reportedly experienced another episode six months ago where the patient fell off the toilet. Some pvcs (premature ventricular contraction) and pvc runs were recorded, and the patient was reportedly dehydrated and had other issues. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2010. (B)(4).